Manufacturer narrative:
The type of cause of infection is unknown to the firm based on information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain with the system being activated on (B)(6) 2024. After implanting the system, the patient was treated for infection at the incision site. The firm was notified on (B)(6) 2024 that the infection was recurring and the physician planned to remove the nalu system. A full system explant took place on (B)(6) 2024 due to the recurring infection.